Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was greater than 500 mg/dl. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump failed the prime test. The customer did not have any additional supplies with her at the time of the phone call to retry the prime test. The customer also stated that she was wearing the infusion sets for longer than three days prior to the event. The customer also stated that she has completely changed her diet, become less active, and is under more stress since her lifestyle change. The customer was advised to call back to conclude troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.